Event description:
Information received indicates the brake caster continues to roll when in brake and the bed is pushed hard.

Manufacturer narrative:
The technician adjusted the brake casters to repair the bed.